Manufacturer narrative:
Investigation results: a comprehensive repair analysis of this product which included an attempt to reproduce the reported discrepancy. The reported complaint was not confirmed nor was it duplicated. The (B)(4) on the main board was physically/visibly damaged. The operating log did not indicate any malfunctions directly associated with the condition as reported. Se75 and se123 are indicated, which can result from a damaged/malfunctioning component, and which would accompany a situation where the pump would cease to function. Although the complaint was not confirmed, the nonfunctional stated of the pump was likely caused by the damaged u46. Action taken: the u46 component was replaced, and the pump was tested (run) 96 hours with no resulting alarms. The backup alarm was tested and was functional. The reported complaint was not duplicated. Preventive maintenance and final quality control testing were completed.

Event description:
While in use on a pt, therapy stopped without warning/alarm. No pt injury.